Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker had product performance issue. Boston scientific technical services (ts) noted that device possibly exhibited premature battery depletion (pbd) and had an anomaly. An attempt to obtain an additional information but unsuccessful. This pacemaker was explanted. No additional adverse patient effects were reported.